Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure there was a setscrew problem with the device and difficulty connecting the atrial lead to the device header. The set screw was removed from the device header and replaced with one from a service kit. The new set screw operated properly. The device remains in use. No patient complications were reported as a result of this event. It was also reported that during the procedure, the insulation on the sealing of the setscrew was damaged and was successfully replaced by medical adhesive.

Event description:
It was reported that during the implant procedure there was a setscrew problem with the device and difficulty connecting the atrial lead to the device header. The set screw was removed from the device header and replaced with one from a service kit. The new set screw operated properly. The device remains in use. No patient complications were reported as a result of this event.